Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder problem"), fatigue ("fatigue") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the dyspareunia, dysmenorrhoea, menorrhagia, psychological trauma, bladder disorder, fatigue and headache outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, perforation and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : incident category updated. Reporter information, patient details, product indication updated. Insertion date updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- dyspareunia, dysmenorrhoea, menorrhagia, psychological trauma, bladder disorder, fatigue, headache, device monitoring procedure not performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure (batch no. 626399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included caesarean section. Previously administered products included for an unreported indication: depo provera from 2000 to (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("chronic, dysmennorhea (cramping)"). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain female"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder problem"), fatigue ("fatigue"), headache ("headaches"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the dyspareunia, dysmenorrhoea, menorrhagia, psychological trauma, bladder disorder, fatigue, headache, vaginal haemorrhage, urinary tract infection, vaginal discharge and pelvic pain outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, perforation, psychological trauma, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure (batch no. 626399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included caesarean section. Previously administered products included for an unreported indication: depo provera from 2000 to august 2008. On (B)(6) 2008, the patient had essure inserted. In december 2008, the patient experienced dysmenorrhoea ("chronic, dysmennorhea (cramping)"). In june 2009, the patient experienced pelvic pain ("pelvic pain female"). In august 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder problem"), fatigue ("fatigue"), headache ("headaches"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the dyspareunia, dysmenorrhoea, menorrhagia, psychological trauma, bladder disorder, fatigue, headache, vaginal haemorrhage, urinary tract infection, vaginal discharge and pelvic pain outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, perforation, psychological trauma, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet: events vaginal bleeding, vaginal discharge, uti & pelvic pain were added. Lot number, historical & concomitant drugs, conditions were added. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.